Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial# (B)(6), product type: programmer, patient product ID: 97745bp, lot# (B)(6) serial# , product type: accessory, section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4) ; product ID: 97745bp, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was to address charging issues. Pt rep (pt's husband) initially reported that the controller battery was not holding a charge. Pt rep stated that the controller would charge from the ac power supply to 100%, but after unplugging the controller from the power supply, the controller battery depletes and requires another charge. Pss had the pt remove the li-battery pack and confirm pin status. Pt rep confirmed there was no damage to the controller or battery pack pins, and that they are able to charge the controller w/ no issue to 100%. Pt rep then clarified that the issue was the ins is not charging. Pt stated that they will be able to establish a charging session for the ins, but the screen then fades away on the controller. Pss asked for clarification. Pt rep stated that the screen goes "white", and then a call mdt screen appears. Pss inquired if the screen was going completely white, and the pt rep indicated it was not (therefore not a controller issue). Pt rep stated that the call mdt had "rm something" on the screen, indicating it was a system problem [77] screen. Pt rep reported that the ins will not charge. Pss asked for an event date, and the pt rep stated they don't remember, but guess its been 3 years or more. The issue was not resolved. No symptoms or patient complications were reported. Additional information was received from a friend/family member and the patient. Caller reported the controller went blank gradually went blank and there is no power on the controller. Caller stated the controller had said batteries low recharge but the controller is blank right now. Patient services (ps) asked caller to remove the battery pack from the controller and plug the controller into the outlet and caller said there is no power on the controller but there is a green light on the ac power supply cord. Ps confirmed with caller there is no damage on the port of the controller or the ac power supply cord. Ps asked caller to try a different outlet and caller said no power on the controller. Ps asked caller if he had aa batteries to try in the controller and caller said yes. Ps waiting while caller getting aa batteries and after several mins of waiting on the call, there was no one on the call. Ps disconnect the call and call back and left vm to call ps back for assistance. The pt called back and stated that he did try aa batteries in the controller and the controller is still blank. The pt rep called back stating they received the replacement controller but it still doesn't power on. Caller placed the battery pack in the replacement controller, connected it to the ac power cord and stated it doesn't power on and there isn't a green light flashing on the face of the controller. Caller confirmed the green light was illuminated on the ac power cord. Additional information was received. It was reported that the new lithium battery when inserted into controller there is nothing on the screen. Per caller the wife and husband are elderly. The patient's daughter will be coming over to troubleshoot later today (20 21-12-22). Discussed having the power adapter plugged directly into the controller to verify power adapter and controller working properly. Possible lithium battery insertion issue. Talked with a manufacturer representative (rep) who has been working with pt and pt's daughter around the replacement components that have recently been received and new controller not working with new battery pack. Pt sent picture to the rep of the components and the rep noticed that the controller charging cord was frayed. The rep asked for replacement charging cord to be sent to the pt.